Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced frequent postprandial and post-coffee hyperglycemia with glucose rising to approximately 300 mg/dl for about two hours and subsequent rapid corrections leading to hypoglycemia around 55¿60 mg/dl, despite no known infusion set issues and use of a dexcom g7; the user occasionally announced ¿lunch¿ for coffee to control spikes and requested a reset for algorithm relearning, and the case was assigned for additional training. Symptoms included high blood glucose and low blood glucose with device alerts for both high and low states. Outcomes included no professional medical intervention, no assistance needed, and self-treatment of lows with oral glucose. Investigation included case assessment and scheduling of user retraining. Investigation of this case revealed that the cause of the hyperglycemia and hypoglycemia remained unclear and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate and remains under cause-unclear classification. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.